Event description:
It was reported by customer that inside and outside of the syringe barrel and both sides of white particulate were level with syringe barrel surface. Complaint via email. I felt inside and outside of the syringe barrel and both sides of white particulate were level with syringe barrel surface. Bd 50 ml syringe luer-lok tip bulk sterile convenience pak from ref 309680 lot 5308026 exp 2030-10-31 no patient impact.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.